Manufacturer narrative:
No conclusions can be made. As reported per contact, the implanting surgeon stated upon examination of the patient that the pain is not being caused by the inguinal mesh implant. However, based on the information provided we are unable to determine to what extent, if any, the "marlex" (flat) mesh implant may have caused or contributed to the patient's reported postoperative chronic pain. A lot number was not provided, without a lot number a review of the manufacturing records is not possible. Note, the exact date of implant was not reported, the documented date is estimated based on the information provided. Should additional information be obtained, a supplemental emdr will be submitted. Note: remains implanted.

Event description:
It was reported that in 2003, the patient underwent implant of a bard/davol "marlex" (flat) mesh for right inguinal hernia repair. The contact states the patient has been suffering from chronic, long-standing pain since "a few months" postoperatively and has not been able to find the cause of his pain. The patient followed up with his implanting surgeon "not too long ago" who confirmed after examining the him that his "all over pain" is not being caused by the inguinal mesh implant. The patient "went on disability and retired from his job from the all over pain he is in daily". As reported the patient will follow up with his physician again or seek treatment from a different physician to try and obtain more answers as to why he is in so much pain and will continue his conservative approach of taking over-the-counter medication for pain relief.